Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,338 ohms. Review of rv impedance trends suggest the abrupt changes in measurements was attributed to the spring contact interaction between the rv lead and the device header. Technical services (ts) reviewed troubleshooting options and programming considerations. Good unipolar pacing thresholds were noted. The rv lead was programmed to a split configuration with unipolar pacing and bipolar sensing. This rv lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).